Manufacturer narrative:
. Upon investigation, it was determined that the drawer was not open. A technical support specialist remoted into the station and restarted application, user was able to issue med after testing drawers by populate feature and then reported need two medications but only being able to issue one due to a quantity error. The count was fixed by the admin with a cycle count, and the user was able to issue the second medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer was not opening. The customer stated that this malfunction occurred while trying to issue medication. However, there were no delay or adverse events or injuries reported based on this event.